Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no patient involvement at the time of the event. The service engineer evaluated the ventilator and replaced the compressor power controller printed circuit board (pcb). The ventilator passed all testing and was placed back in use at the customer site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator experienced a compressor malfunction. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.